Manufacturer narrative:
Visual and dimensional analysis was performed on the returned unit. The separation was confirmed. The failure to advance could not be tested as it was based on procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information provided, the investigation determined that the reported failure to advance, material separation, observed stretched/twisted/bent material and the device embedded in vessel appear to be due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified de novo superficial femoral artery that was 100% stenosed. A hi-torque winn 200t guide wire was advanced subintimal with resistance due to anatomy and when pulled back, the wire tip broke off and was left in the patient. After ballooning the artery, the separated tip was jailed in with a supera stent. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.